Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported breath rate high during use. No patient harm reported.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) was unable to duplicate the reported problem. During evaluation he noted the device failed extended self test, exhalation flow outside of range. Resolution and disposition: the manufacturer's field service engineer replaced the heated filter assembly to resolve the reported problem. Date of event unknown.

Manufacturer narrative:
Additional information received on 03/01/2017. The reported complaint of the exhalation flow sensor being out of specification was not duplicated, no fault was found on the returned exhalation flow sensor.

Event description:
The customer reported breath rate high during use. No patient harm reported.